Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00157 on 30-jun-2021. Additional information (03-jul-2021): siemens verified that quality control was in range, and no issues were noted with other patient samples. Siemens reviewed the information provided and identified a foaming issue based on the photometer data. The customer service engineer (cse) checked the position of the transfer arms, adjusted the mixers, and replaced the sample mixer motor. The atellica ch 930 analyzer was verified and operational. Siemens completed the investigation, and the cause for a falsely depressed enzymatic creatinine_2 result is unknown and cannot rule out pre-analytical variables or sample-specific issues as contributing factors. The analyzer is performing as specified, and no further evaluation of the device was required. Siemens updated section h6 to include new codes for type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
The customer informed siemens that the event occurred once on the patient sample ID (B)(6) and stated that no other test is affected. The customer observed quality controls (qc) recover within range and no recurrence of a falsely depressed enzymatic creatinine_2 result. Siemens is investigating the event.

Event description:
The customer observed a discordant falsely depressed enzymatic creatinine_2 result on the atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The customer used the same sample and analyzer to perform repeat testing. The repeat result was higher, and the customer noted the result was a normal value and considered it to be correct. There are no reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine_2 result.